Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction injection to address bg. Reportedly, the customer reset the pump, the malfunction alarm was cleared, and insulin delivery was resumed successfully.